Event description:
The pt received the scs system on (B)(6) 2011. It was reported a dural puncture occurred during the percutaneous lead implant. The pt was found to be in severe left leg pain when awakened during the intra-operative procedure. The physician continued to place the leads as originally planned. The physician felt pt had adequate parasthesia with the lead arrangement. The pt was then sedated. A blood patch was done. The pt woke up again with excruciating pain in his left leg. No headaches or numbness were reported. The blood patch is known to be successful. Upon discharge from the surgery center, the pt was immediately taken to the ER due to the level of pain in his left leg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.